Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Clinical notification received for revision of left total knee to address aseptic implant loosening on (B)(6) 2020, the patient had a revision left total knee arthroplasty to address pain, discomfort, increased swelling, aseptic loosening patellar component and loosening tibial components. During the procedure the surgeon observed polyethylene wear synovitis. There was hypertrophic bone around the patella and osteolysis. The tibial tray was loose at the implant/cement interface. The femoral component was well fixed. The patella button was noted to be completely loose, though no interface provided. The tibial tray, tibial insert, and patella were revised. Date of implantation: (B)(6) 2015. Date of revision: (B)(6) 2020, (left knee). Treatment: tibial tray, insert, and patella were revised; femur retained.